Manufacturer narrative:
Other text: evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was intact and the device had no physical damage. The reported force sensor issue was not observed during a review of the event history log. The investigator calibrated the force sensor and checked the readings. All the readings were within the required specification. No problem was found. The force sensor operated as intended. No fault was found with the pump.

Event description:
It was reported that the medfusion pump failed the force sensor test. There was no patient involvement.